Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07390. It was reported the pt experienced a chest pain throughout the implant of the trial leads. The pt also had intermittent diaphoresis. It was reported the pt had high blood pressure the day of the trial lead removal (185/125). Both leads were removed and the pt was sent to the emergency room.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.